Event description:
(B)(4). Initial report: this case was reported by a dermatologist and involves a female pt who suffered from formation of nodules after cosmetic injection with poly-l-lactic acid (newfill, batch-no. Unk). The event occurred 2 1/2 years after treatment (performed by the dermatologist). Additional info received on 8-sep-2008. Assessment after ptc investigation: batch record review without hint to root cause; no faults, damages, defects detectable; conclusion: no faults detectable.